Event description:
Subsequently, boston scientific received information in (B)(4) 2013 that this intravenous right ventricular (rv) lead and all other rv leads were removed by a surgeon as the patient was undergoing tricuspid valve replacement. A competitor epicardial lv lead was placed by the surgeon during the surgical procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that right ventricular (rv) lead displayed increased threshold measurements. The pacemaker automatic capture (ac) feature triggered the device to switch to retry, which increases the pacing volts (v) to 5 v. The sales representative (sr) noted a rv lead dislodgement was suspected and a chest x-ray will be performed. To date, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.